Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 420 mg/dl. The customer gave himself 14 units of insulin. The customer's current blood glucose is 503 mg/dl. The customer had symptoms such as feeling tired. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the no delivery test passed. The customer stated that there was also a bent cannula. The customer was advised to change the infusion set.